Manufacturer narrative:
The returned device was evaluated and data download returned an alarm, indicating the step sensor was driven before the wire was driven. Corrosion was present on the rear-most battery. Low voltage was observed across all batteries. A hole was observed on the unexposed portion of the soft cannula. Due to the triggering of the hazard alarm, as well as the observed corrosion, it was concluded that the damage to the cannula contributed to the triggering of the hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he woke up at 4:00am and his blood glucose had reached 457mg/dl. Then at 4:45am, he received a pod hazard alarm. Treatment included changing the pod, which had been worn on his arm for between 4 and 24 hours. (B)(6). The device was returned for evaluation.